Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Service: jammed motor.

Event description:
Additional information received from affiliate on 03november 2018: it is unknown if there which procedure involved. The procedure was completed using a replacement device. No surgical delays were reported.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and repaired at the service center. The complaint was not confirmed. The following information was derived from the service report: "micro": preventive replacement of o-rings performed according to service manual, resistance value out of specs: handcontrol set replaced, unit cleaned, functional test performed, hipot test completed, electrical safety test completed, functional test according to test procedure completed, safety test checklist enclosed. When the keypad resistance values are out of specification the keypad buttons may not function as intended, therefore is a potential root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).